Event description:
On (B)(6) 2011, the patient reported that he had experienced an electrical sensation or vibration which lasted for about a second; it had been happening for four days. He noticed it when he was in the shower or when he stood in one spot for a period of time; 'feels like a little electrical pulse/buzz/low current shortage/shock or vibrate for a second at the bottom of the pump'. It depended on how he moved his torso - noted bending. Pressing against the pump didn't do anything. He stated it "feels like a current shortage" it was not uncomfortable, bothersome or causing pain; 'just weird'. He had never felt it before. The patient had no trauma, but noted he worked out pretty hard. There were no falls or sudden injuries. The patient was unable to re-create the sensation. The patient noted the pump had not been working for pain for the last several weeks; normally the pump took care of his thoracic pain. The ptm used to help, but nothing was really working now like it used to. The patient planned to see his hcp. In (B)(6) 2012, the hcp reported the patient's pump was delivering morphine and had always delivered morphine. On (B)(6) 2011, the concentration was 20 mg/ml with a dose of 4.797 mg per day. The patient was seen by the hcp on (B)(6) 2011 and he did not mention anything about shocking or vibration of his pump. At the visit, the patient reported that his thoracic pain had gone up, but he thought it was due to exercise. The patient was sent for an MRI on (B)(6) 2011 and everything came back fine. The patient had an epidural. On (B)(6) 2011, the patient had a catheter dye study and roller study and there was nothing found. It was noted that "they did fail ability to aspirate the catheter when trying to do the dye study". On the day of the catheter dye study and roller study the patient said that he felt significantly better and they could reduce the pump rate. The patient's last office visit was on (B)(6) 2012; he came in due to increased pain. The patient was given a bolus in the office and was feeling relief before leaving the office. The patient was getting effective therapy. On (B)(6) 2012, the morphine concentration was 20 mg/ml and the dose was 4 mg per day. As of (B)(6) 2012, they had not replaced the pump or the catheter.

Manufacturer narrative:
Catheter model 8709, serial # (B)(4), implant date: (B)(6) 2002, explant date: na. (B)(4).

Event description:
Additional information: several months prior to (B)(6) 2011, the patient had a "flare up" in the thoracic spine. The patient underwent x-ray imaging which revealed a fractured catheter. At the (B)(6) 2011 catheter dye study, it was noted the patient's increased pain was resolved. The patient's pain got significantly better over the past several weeks and the patient felt the best he had in long time. During the dye study, the side port of the pump was accessed; attempts to aspirate the catheter were unsuccessful and there was no fluid flow. On fluoroscopy, the catheter appeared to be in the port. On further examination, the catheter was connected and went into the intrathecal space. The catheter tip was at t11. The patient agreed to have the pump rate decreased to assess if it affected his pain; if the catheter was fractured, the patient would not notice any change. The pump was reduced over 10% and the hcp planned to continue to decrease the dose. As of (B)(6) 2012, the pump delivered morphine 4 mg/day and a bolus of 0.5 mg over 10 minutes was programmed.